Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt trying to get an MRI but the "gentleman" told the pt the implant is not MRI safe. Pt stated they need MRI of the lower back because they have severe back pain. Pt reported they had to "shut the thing off" for an MRI 3 years ago and the stimulation never worked again; pt then stated they received paper work that the "unit" was defective. Pt stated they have not had the therapy on in awhile and they were going to have the implant removed. Agent reviewed MRI guidelines and redirected to doctor for next steps.